Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a power error on their insulin pump. The customer's blood glucose level was 5.6 mmol/l at the time of the incident. The customer was assisted with removing the batteries and reinserting the batteries back in the device. The customer did not return the product back for analysis.

Manufacturer narrative:
The insulin pump was returned for pump error 25. Detailed trace analysis does not confirm the pump error 25. However, power loss alarms and low battery was confirmed in the long trace. Detailed trace analysis confirmed the low battery and power loss alarm; the power loss after low battery alarms. The power loss was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. The insulin pump was received with minor scratched lcd window and case.